Manufacturer narrative:
Eval results: a visual inspection of the returned prod found the lens optic torn into two pieces, with one piece torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon inserted a silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.